Event description:
It was reported that, after a tkr procedure had been performed on (B)(6) 2017, the patient experienced pain, discomfort, swelling, heat, and redness of the knee joint. Upon opening up, it was discovered there was pus inside, confirming an infection. This adverse event was addressed by revision surgery on b)(6) 2022. The knee was washed out and debrided, and the gns ii con ins sz5-6 21mm exchanged. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 5 years post implantation due to suspected infection. Reportedly the patient presented with pain, discomfort, swelling, heat, and redness of the knee joint and upon opening, it was discovered there was pus inside, confirming an infection. No clinical documentation has been provided as of the date of this medical investigation. Without the requested information, further root cause analysis cannot be performed; therefore, the source of the reported infection cannot be concluded. The patient impact beyond that which was reported cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection, improper fixation, and/or migration of the components could cause possible adverse effects. Also, the warnings and precautions section establish that the implant can become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes of the adverse events reported could include but not limited to traumatic injury, joint tightness, material in use, patient reaction, loss of sterility, contamination, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.